Event description:
It was reported that a patient's device recorded upper out of range high voltage lead impedance measurements. The device is now eri. The physician plans to perform a device change-out and evaluate the hvli with the new can. No further information is available.

Manufacturer narrative:
(B)(4).